Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited noise and low pacing impedance. The ra lead was capped and replaced on (B)(6) 2021. Patient condition was stable.